Manufacturer narrative:
The hill-rom technician found the nurse call cable wasn¿t plugged in properly due to the 2 screws were missing. Per the hill-rom user manual, warning: a communication cable must be used for beds that have nurse call. Failure to do so could cause patient injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2009 and 2011-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the screws caps and reconnected the cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4)